Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue was reviewed from june 2017 to december 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the haze/mist issue. The assignable cause of the haze/mist issue is likely due to the oil filter bypass valve. The field service engineer cleaned this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The fse was dispatched to assess the unit onsite. The fse performed cleaning of the oil return valve and re-seated the connection between the valve and the oil mist filter. Unit was determined to meet specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "oil mist" (haze) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer (fse) was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.